Manufacturer narrative:
A patient experiencing a shocking sensation at the ipg site was reported to abbott. Based on information received, the patient stated the last time they had stimulation and the last time the device was successfully charged was in 2017. The patient stated they stopped charging the device due to the device ¿shocking¿ them. On 5 jan 2021, the rep reported that the patient¿s entire system was replaced on (B)(6) 2021. The leads were replaced because the patient needed an MRI conditional system. There were no complications and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The UDI is not provided as the device was manufactured prior to the requirement.

Event description:
It was reported that the patient periodically experienced a shocking sensation from their scs system, leading them to stop charging the device per manufacturer guidelines and the device becoming inoperable as a result. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.